Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode that went unnoticed by the implantable cardioverter defibrillator (ICD). The patient was noted to return to sinus rhythm naturally. No changes were made. Further information was requested but not received.